Event description:
It was reported that for a couple of weeks the patient has experienced whistling sounds and background noise, which had lead to painful sensations for the patient. Testing was carried out in the clinic and did not show any malfunction. Additional testing was performed in 2007, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.